Manufacturer narrative:
The set up joint (suj) was analyzed and no failures were noted. The logs confirm error was present in the field. The suj was moved to the patient side cart fixture test platform (pftp) where it passed all tests. The unit was retested, and it passed all tests a second time. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) involved with this complaint and performed the failure analysis. The usm was tested on an in-house system in normal mode and passed. The usm was also tested on the patient side cart fixture test platform (pftp), and it failed on fiber test pointing to the clock spring and the parallelogram. A golden fiber was installed, and the fiber tests passed on retry for the clock spring and parallelogram. The original fiber was reinstalled, and the failure returned. Isi did receive the proximal set-up joint (suj) involved with this complaint to perform failure analysis and the investigation is in progress. A supplemental MDR will be submitted if any additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the operation room (or) staff contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the site experienced two non-recoverable faults within 5 minutes. The isi tse viewed logs and noted recoverable faults on armnet 2 followed by a non-recoverable fault on armnet 2. The site rebooted the system and was continuing. The isi tse had the site move camera from arm 2 to arm 3 and informed the caller that the error could return even without an instrument in arm 2. The isi tse recommended that site disable the arm if the error was recoverable, operation room to contact isi tse if non-recoverable or if additional assistance is required. The procedure was completed as planned with no reported injury. The isi clinical sales representative (csr) later contacted the isi tse and was recommended the site to disable usm 2 for cases to follow if not needed to minimize faults associated with the usm. The operation room staff also contacted the isi tse again to report that faults continue on the usm 2. The isi tse had the site disable the usm 2 and recover fault. The isi tse informed the caller that arms 1,3, and 4 were available, but the usm 2 were not. Then the site needed to reposition the usm 2 to get it out of the way. The isi tse had the site reboot the system to reposition usm 2 and then reboot system again to disable usm 2. The site was moving forward with usm 2 disabled. Isi followed up with the initial reporter and obtained the following additional information: the initial reporter said arm2 was not disabled during the procedure. Arm 2 was disabled after the procedure. The procedure was completed robotically.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and the fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.